Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause and treatment of the event were not reported. It was reported the patient went to the hospital for cloudy effluent and was diagnosed with peritonitis and hospitalized for the event. At the time of this report, the patient has not recovered. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.